Event description:
The clinic reports that the dialyzer membrane was broken during the first use. It is not known if the patient suffered a blood loss or if the blood was returned to the patient. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event, and the case is considered closed. The root cause of this event cannot be determined.